Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer wanted to know what's the cause of this error code 110.6021. Case resolution: I explain to the customer that he had a stuck button on the keypad, and to correct this problem you would have to replace the keypad. The customer stated that the 8015 is still under warranty and he would like to just send it back. So I transfer the customer to the rga team.